Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with mild tortuosity and mild calcification. A 3.5x23 mm rx xience v stent delivery system was advanced via direct stenting and the stent was deployed; however, a dissection at the proximal end of the stent occurred. The dissection was treated with a 3.5x15 mm xience v stent. There was no other device or procedural issues noted. There was no reported adverse patient sequelae and there was no reported clinically significant delay in procedure. No additional information was provided.